Event description:
Report received from USA stating "the cord came apart at the hand piece." The event was not related to surgery, no injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).